Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, extrusion, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent cystoscopy and vaginal mesh revision on (B)(6) 2011 for pain and mesh exposure. On (B)(6) 2002, the patient experienced small vaginal separation and exposed area of mesh, an excision made with suture removal scissor. She then experienced a small vaginal area of separation (2 mm), this was cleansed with betadine and closed with suture on (B)(6) 2002. One week s/p suturing of vagina, the patient experienced exposed mesh and was re-sutured on (B)(6) 2002. On (B)(6) 2002, the vaginal exam of the patient showed satisfactory healing of the small separation in anterior vaginal wall and appeared to be free of infection. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.